Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken loop could not be identified. However, it's likely, the cause is related to improper use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic transurethral resection of bladder tumor procedure the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 30°, sterile, single use, 12 pcs., for turis loop was broken. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. D1: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 30°, sterile, single use, 12 pcs., for turis.